Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g4, g7, h1, h2, h3, h6, h10. Corrected: b1. This complaint was not confirmed. Visual examination of the provided pictures found bone ingrowth and remains of cement on the femoral component and tibial tray. X-ray review was not able to definitively conclude femoral loosening. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. X-rays were provided and reviewed by a health care professional. Review found periprosthetic fracture of the distal femur with suspected femoral loosening. The femoral implant may be loose secondary to the periprosthetic fracture. Bone is osteopenic. It is reported the patient fell which caused their bone to fracture. The root cause of the bone fracture is attributed to human factors. However, it is unknown whether the implant became loose before or after the fall and it is unknown what caused the fall. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported patient underwent knee arthroplasty subsequently the patient was revised due to loosening due to fall sustained peri prosthetic fracture months ago. No additional information is available at this time.